Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved is not available for further evaluation, the investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the inflator syringe failed to engage during use. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. Further evaluation of this complaint is not possible without the actual sample. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, a review of the batch history records for the reported lot number revealed no non conformances or deviations during the manufacturing process or final inspections. Furthermore, at this time no other complaints have been confirmed for the reported defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.